Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that an advantage sling system was used during a procedure (patient age and weight are unknown). According to the complainant, prior to use, the physician noted the device was faulty. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Note: date of event is unk. It was reported to boston scientific corporation that an advantage sling system was used during a procedure. According to the complainant, prior to use, the physician noted the device was faulty. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause of the event. (B) (4).